Event description:
It has been reported to philips that, during a case, exposure continued after releasing the footpedal and the customer had to deploy the e-stop to quit on the allura xper fd20 system. No harm has been reported. Philips started an investigation of the complaint.

Manufacturer narrative:
After re-evaluation it has been identified that this complaint is a potential accidental radiation occurrence, this complaint is not MDR reportable. After confirmation, the investigation will be shared via quarterly summary aro reporting.